Manufacturer narrative:
Concomitant medical products: 6947 lead, implanted: (B)(6) 2008. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented at the hospital due to shocks received from their device. It was noted that there was inappropriate therapy due to atrial fibrillation (af) with rapid ventricular response. Follow up was conducted to no avail. The device is still in use. No further patient complications have been reported as a result of this event.